Manufacturer narrative:
No pump error 37 alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Moisture damage on motor assembly and force sensor assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported that they were able to clear and rewind the insulin pump. The customer was reported that insulin pump passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.